Manufacturer narrative:
Manufacture's analysis conclusion the reported event of no external power alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 5 days of data ((B)(6) 2019, per the time stamp). On (B)(6) 2019 at 10:06, the rsoc voltage levels of both power cables fluctuated from the expected ~12.8v down to ~2.8v activating power cable disconnect and low power hazard alarms; the alarms cleared when the ac power was restored. At 10:15 of the same day, the rsoc voltage levels of both power cables fluctuated again from the expected ~12.7v down to ~2.9v then to 0v activating power cable disconnect, low power hazard, and no external power alarms. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and indicated an intermittent loss of power; the alarms cleared when the ac power was restored. Pump support was not affected during these events as the system was supported by the backup battery. Despite these findings, there were no other notable alarms or events active in the log file. The mobile power unit, serial number mpu-33019, was not returned to abbott for analysis and remained in use. The provided information indicated that the patient accidently disconnected the mpu while he was connected to it. Therefore, analysis of the submitted log file and the provided information indicated that the root cause for the no external power alarms was due to the mpu being accidentally unplugged during use heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ address all alarm conditions including those associated with no external power, power cable disconnect, and low power hazard alarms, and the proper actions to take if the alarms cannot be resolved, and under section 3 ¿powering the system¿ explains how to use the mobile power unit. Connecting the power cord is also described in this section. The document referenced above warns the user to ¿avoid positioning the mobile power unit where access to the power cord plug into the wall socket is limited or where disconnection of the plug from the wall socket is difficult. If there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while you transfer to batteries. Do not rely on the controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop¿. Heartmate 3 instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file to this event.

Event description:
It was reported that a log file review was requested with no reports of device issue or adverse event. The manufacturer¿s technical services representative reviewed the submitted log file and observed no external power while attached to the mobile power unit. This could be caused by the power cord of the mpu coming loose at the mpu or the wall outlet. Per additional information provided, the patient reported that he accidently unplugged the mpu while connected. No further information was provided.